Event description:
It was reported that the user experienced difficulty removing a stuck insulin cartridge from the ilet device, which resolved after the user installed a new connect adapter and then removed it, allowing the cartridge to come out. Symptoms included no adverse clinical effects. Outcomes included no impact on clinical status and no alerts or alarms. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed that the device functioned as expected after the connect adapter was replaced and removal was successful, indicating no device malfunction. It was concluded that the event was user difficulty with cartridge removal that resolved through troubleshooting without injury or clinical consequence.